Event description:
The sales representative reported that a breast biopsy was performed using the atec 9g probe. The mrm4002 was inserted in the back of the probe. The probe aperture and marker were aligned. The marker was deployed and the probe pulled back approximately 5mm. A post marker deployment image was taken and clip was deployed. The probe was removed with the marker. During the post biopsy mammogram the plastic tip of the marker was noticed to be remaining in the breast. The staff went back to look at the marker and it was noticed that the tip of the marker was missing off of the distal end. The plastic deployment tip had sheared off and was left in the breast. They were able to remove the sheared plastic tip from the breast during an additional procedure. The marker remains in the breast. Rep met with the radiologist on (B)(6) to discuss what happened. They reviewed the steps to deploy the marker stated in the IFU.

Manufacturer narrative:
Complaint number: (B)(4). Investigation summary: the device was not returned for investigation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instruction for use.